Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. The battery has depleted rapidly over the last 6 months, and recently declared elective replacement time. Currently waiting for review of device data to be completed by technical services. This device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. The battery has depleted rapidly over the last 6 months, and recently declared elective replacement time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The field representative confirmed that this device was discarded at the hospital.

Manufacturer narrative:
The device is not available for return. Objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete.